Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in an active session during a non-conditional magnetic resonance imaging (MRI) and could no longer connect via rf telemetry afterwards. The firmware was upgraded and rf telemetry was restored. Patient was in stable condition.